Event description:
Following over-wire exchange of PICC, a shear of the biosensor wire was discovered. Cxr did not show foreign body. PICC was removed and wire sheath was recovered from the end of the PICC.